Event description:
It was reported that the subject device displayed a message stating it was not connected to the tower itself. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dents on the distal edge, spots under distal cover glass, dents on the outer tube, cut on the light guide cable and cracks on the video connector. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device displayed a message stating it was not connected to the tower itself. The issue was found during preparation for use. There were no reports of patient harm.